Event description:
It was reported that the user perceived excessive insulin delivery and unstable glucose, elected to perform a factory reset with guidance, completed a full supply change including a new libre 3 plus sensor and contact detach steel infusion set, and subsequently proceeded through setup and training with education on proper meal announcement. Symptoms included hypoglycemia with a documented glucose of 55 mg/dl. Outcomes included self-treatment with oral glucose and recovery to a fingerstick value of 102 mg/dl with stabilization, followed later by a glucose of 194 mg/dl after a late meal with expected downward trend following insulin delivery. Investigation included technical support review, user education, and guided reset and setup. Investigation of this case revealed that user technique and configuration were addressed through retraining and reinforcement of meal announcement timing, with no device malfunction identified. It was concluded that the event was consistent with hypoglycemia of unclear cause, resolved with oral carbohydrate and user support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.